Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "after the catheter insertion, the pump alarmed; the pump alarm again after replacing the pump. Change the new catheter". No patient harm or injury. The patient status is reported as "fine".